Manufacturer narrative:
Concomitant medical product: 407645 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went to the emergency room with complaint of a thumping sensation in the upper abdomen and lower chest. The patient was noted to diaphragmatic stimulation from the left ventricular (lv) lead. Reprogramming of the threshold was changed and the thumping stopped. The lv lead remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.